Event description:
The device was used during a procedure on the lung. Reportedly, the staples did not form properly, causing tissue loss. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.